Event description:
Customer states the tumescent infiltration pump stopped working due to continually running without ability to shut it off. They were able to complete the case by clamping the solution on and off. No patient injury.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
Evaluation of the returned pump on april 9, 2015 confirmed the reported event. The output control was repaired.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.